Manufacturer narrative:
Evaluation summary: it was caused due to the rubber seal and the o-ring on the suction valve worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The sealed ring of the suction valve after using half of year; it will cause the malfunction of the suction. When the malfunction is serious, the user can't do the inspection.